Event description:
It was reported the gastrointestinal videoscope exhibited poor image quality (snowstorm). The issue was discovered during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. Corrected fields: h6-medical device problem code remove a150203, a150201, a0415, a0404. / h6-component code remove g04070, g02034, g04121, g04034, g040520. / h6-type of investigation remove b01. / h6-investigation findings remove c070606, c070604, c070603, c070602. / h6-investigation conclusions remove d12. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image a root cause could not be identified. Based on the results of the investigation, the most probable cause of the image defects (sandstorm) and the noisy image was traced to a component failure. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.